Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there were tube extenders with molding defects that can be used. This event occurred 6 times. The following information was provided by the initial reporter: translated to english. The customer stated: the "tube was found to be bent." No further information reported at this time.

Manufacturer narrative:
H.6. Investigation: bd received 6 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for bent tubes with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The most likely root cause of the bowed tubes was failure of an operator to respond in a timely manner to an alarm at a heat tunnel/shrink wrap during a jam in the manufacturing process.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there were tube extenders with molding defects that can be used. This event occurred 6 times. The following information was provided by the initial reporter: translated to english. The customer stated: the "tube was found to be bent". No further information reported at this time.